Event description:
The manufacturer was informed that a patient who received a mitroflow valve 21mm (model unknown) in 2015, received a transcatheter valve implant on (B)(6) 2020. There were no adverse patient effects. Per additional information received, the patient's conditions before the re-do surgery were as follows: shortness of breath; acute on chronic diastolic heart failure class IV nyha; critical aortic valve stenosis; history of prior aortic valve replacement x2. The patient has a history of coronary artery disease and was morbidly obese. The pre-operative aortic gradient was 70mmhg. Valve area calculated 0.4 cm2. After the implant of the transcatheter valve 23mm evolut r valve in the degenerated mitroflow valve, the gradient recorded was 40mmhg from 70mmhg. The mitroflow valve was then cracked with a 22mm balloon at nominal pressures. Follow up gradient was recorded again and showed that now the gradient was approximately 27mmhg, which was acceptable for a smaller valve. The patient tolerated the procedure well with no complication of procedure.

Manufacturer narrative:
Based on the available information, a definitive root cause cannot be established at this time. It is possible that the patient's clinical history and risk factors contributed to this valve degeneration. However, since no investigation was possible, this cannot be ultimately confirmed and the root cause remains unknown at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Since the implant date of the livanova device is unknown, the manufacturer is reporting this event in a conservative manner. Further investigation is ongoing. Valve-in-valve procedure, not explanted.

Event description:
The manufacturer was informed that a patient who received a mitroflow valve 21mm (model unknown) in 2015, received a transcatheter valve implant (competitor's device) on (B)(6) 2020. There were no adverse patient effects.